Event description:
The pump was returned for investigation. Investigation found contamination under the keypad button contacts. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered up to the display with auditory and vibratory features. The keypad cover was found peeling off the base. All the buttons responded normally. Removal of keypad cover found contamination under all the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).